Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a low out of range shock impedance measurement. The rv shock lead is a non-bsc lead. Technical services (ts) was consulted and provided testing instructions. This ICD system remains in service. No adverse patient effects were reported.